Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a portex® bivona® custom tracheostomy tube had air that was being pulled into the cuff, which caused the patient to have trouble breathing. The incident was observed by the home nurse and the patient's daughter. The patient had 6cc of sterile water removed from the cuff during each morning of use and the patient was taken off the ventilator and put on oxygen via a nasal cannula. After an hour, the patient had difficulty breathing around the tracheostomy tube and the cuff filled with air. The nurse had to remove 1-4cc air from the cuff periodically. The issue continued all day until the patient was placed back on a ventilator at night. The cuff was tested prior to use. The cuff was filled with sterile water. It was noted that the luer lock may have been defective. No patient injury was reported.

Manufacturer narrative:
One used portex neonatal/pediatric intubation kit was returned for investigation. The device was received inside a plastic bag and without its original packaging. Visual inspection of the returned sample found that the 2.5mm connector was broken and detached; the remainder of the returned sample showed no defects. Investigation was unable to determine the root cause of the connector breakage; however, no evidence was found to suggest a manufacturing defect.

Manufacturer narrative:
Previous supplemental report filed under MFR# 3012307300-2017-00200 was incorrect. Below is the corrected investigation report. One used 6.0mm customized fixed tts¿ tracheostomy tube was returned for investigation. The device was received without its original packaging. A review of the device history record, of the reported lot, found no anomalies that could have contributed to the reported issue. During functional testing, the device inflation balloon and cuff were inflated with air and the device was submerged under water. No bubbles (indicating a leak) were observed escaping from the device. Additionally, the device was separately tested by inflating the cuff and inflation balloon with sterile water; no defects or leaks were observed. Further examination of the reported issue was conducted and it was determined that the "spontaneous inflation" would not be possible given the design of the device. However, it is possible that the customer believed that the cuff was entirely deflated when in fact some air remained. Investigation was unable to confirm the reported issue and found that the device functioned as intended.